Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired with five clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. In addition; the amount of lubricant on the jaws was found to be acceptable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The device was being used for ligation of the hepatic artery. The clips were not forming in the 'I' shape but instead were scissoring. The clips were not ligating the vessels. The unformed clips fell into the patient's cavity and were retrieved laparoscopically using laparoscopic instruments. Also, metal fragments or flakes from the jaws of the clip applier had fallen into the patient's cavity but were also retrieved. In order to resolve the issues and complete the case, a competitor clip applier was used to ligate the vessel. There was no patient harm. The patient status is alive, no injury.